Event description:
It was reported that the 9600 system is presenting low ma errors and regulator failure problems. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the mainframe batteries. Advised the customer. Customer stated they will order and replace the batteries. No additional information. Service call closed.